Manufacturer narrative:
As this device was disposed, an analysis could not be performed. The cause of the difficulties experienced during the procedure could not be determined. The mfg records for top assembly batch 8375733 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number.

Event description:
Same case as MFR report #6000089-2006-01179. During a coronary drug eluting stenting treatment procedure there was stent damage. Vascular access was via the right iliac artery. The target vessel location is unk. Upon opening a 2.75x16mm taxus express2 drug eluting stent, flared stent struts were noticed. This device was not used. Then the physician attempted to use a 3.5x32mm taxus express2 drug eluting stent could not cross the lesion. Upon removal of the stent catheter from the body, it was noticed that there were flared stent struts. The case was then completed using a different device (unk what type). There were no pt complications and the pt is reported as ok.